Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle would not retract during use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle would not retract during use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
One sample was returned in support of this complaint. Failure of a tight shield was verified, as the catheter was stuck inside the needle cover. However, the failure of unable to retract the needle was unable to be verified. The cause of the tight shield was due to a punctual failure at station 5.54.3 which, when misaligned, fitted the protector in the wrong position in relation to the catheter which may have lead the catheter to get stuck inside the needle cover. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. To the defect needle retraction failure based on the investigation results to date the root cause was not determinate for the defect described in this complaint. To the defect shield tight defect according to the sample analysis, this defect is believed to have been caused by a point failure at station 5.54.3 which, when misaligned, fitted the protector in the wrong position in relation to the catheter which may have led the catheter to get stuck inside the protector, fact which led to the defect claimed.

Event description:
It was reported that the bd insyte autoguard shielded IV catheter needle would not retract during use. There was no report of exposure, injury, or medical intervention noted.